Event description:
A nurse reported the system displayed "deficient" aspiration during a procedure. The case was completed using the same system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and completed a general cleaning of the system's fluids module assembly. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Additionally, a review of the system's event log was completed, and no related issues were observed during the time of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).